Event description:
The ports in the new IV tubing trap air inside and it is difficult to aspirate it out. Even after multiple aspiration attempts, air is left in the hub. The flow is also disrupted by having to unscrew the needle/cap after each med draw, injecting, then reapplying the needle/cap for another med draw. This increases the potential for a needle stick or contamination. The tubing is also stiff and occludes off easily at the ports.======================manufacturer response for IV tubing with buretrol, clearlink buretrol solution set (per site reporter)======================the manufacturer representative came to the hospital and witnessed an IV being primed. The manufacturer noted the presence of air bubbles in ports.what was the original intended procedure?replacement of previous IV tubing.device #1is this a laboratory device or laboratory test?no